Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a sensing test. During the test, the patient¿s underlying rhythm was in the 30¿s and the patient felt syncopal. When the clinician tried to cancel the test, the programmer froze and the test did not cancel; the clinician believed the programmer was in radio frequency lockout. The clinician used another method to cancel the sensing test. Subsequent to the cancellation of the sensing test, the patient was stable.